Event description:
Information received by medtronic indicated that the insulin pen had broken or damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.4, color: pink, battery life remaining: <4 months, per visual inspection: broken off piece at the cartridge holder and missing dosing window. Customer reports: the cartridge holder is damaged. Unit paired successfully to commercial app. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage was confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.